Event description:
The reporter indicated that the capture threshold is 2.7 at .20ms bipolar and 2.7v at .15ms unipolar. Impedance is similar unipolar and bipolar, 493 ohms. The programmed output was 2.7v .45ms. A holter monitor showed intermittent loss of ventricular capture. After assessing capture and sensing, the device was programmed to 4.0v t 1.0ms in the ventricle. The reporter felt that micro-dislodgement was not likely after 6 months.